Event description:
Same case as MDR ID# 2134265-2012-05816 and 2134265-2012-05815. It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the mid left anterior descending artery (lad) with a 50-60% instent restenosis at the bifurcation of the first diagonal which had a 50-60% ostial lesion. The left main was engaged with a 3.5 non-bsc guide catheter. A non-bsc pressure wire was advanced to the target lesion and a fractional flow reserve procedure (ffr) was performed. An nc quantum apex balloon catheter was advanced to the proximal lad and inflated one time to 12atms for 15secs. An 2.0x12mm apex balloon was advanced over a luge guide wire. Following inflation of the balloon, a plaque shift was noted in the first diagonal. The first diagonal was wired with a luge guide wire and the tip of the guide wire became trapped in the vessel. The luge guide wire tip was released by wiring the diagonal with a non bsc guide wire and passing an apex 2.5x12mm balloon. The ostium of the first diagonal was dilated with a 2.5x12mm apex balloon catheter, however, a balloon rupture occurred. The number of inflations and to what atms is unknown. An ffr of the lad was performed and then the target lesion was dilated with a 3.5mmx15mm cutting balloon. Optimum results were obtained with timi3 flow. No further patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).